Event description:
No further information has been made available at the time of this reporting.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned products noted the instruments were fractured, confirming the complaint. Further noted some wear on the instrument. Almost all of the green epoxy is worn off of the inserter connector. Device history record (DHR) was reviewed and no discrepancies were found. The root cause is determined as a design deficiency. A corrective action has been initiated previously due to the design deficiency of the product. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g4, g7, h1, h2, h4, h10. H4- device manufacturer date: (B)(6)2014 for lot# 172400 (B)(6)2014 for lot# 333050 corrected section: d4- lot# :172400, 333050 the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR's were filed in association with this reporting: 0001825034 -2019 -05591. Report source: foreign, event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the device fractured and the patient retained the foreign body. No further information has been made available at the time of this reporting.